Event description:
Report received from the USA stating that the device "would not run." The device was being used during surgery. No patient or user injuries were reported. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).